Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was not pt involvement in the reported malfunction.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed in the pump's event history but not duplicated during product evaluation. The pump's air in line printed circuit board was tested and found to be within specifications. Therefore, no assignable cause was provided during product evaluation and no repair was necessary for the reported condition. The device has not previously been service for the reported condition of failure code 810:11. A follow-up report will be submitted if additional information becomes available.

Event description:
The facility reported a colleague infusion pump with failure code 810:11. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.